Event description:
Revision of left hip acetabular components and femoral head completed due to repeated dislocation. Previous revision history unknown however previous revisions were completed. Bilateral dislocation believed to be associated with a fall although persistent history of chronic dislocation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for examination. The photo investigation identified a dislocation event, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.